Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) at an automatic threshold test. Threshold values had been observed high. A presenting electrogram (egm) confirmed intermittent ventricular loc and the patient reported feeling dizziness. A possible lead dislodgement has been discussed. No asystole has been observed. The rv lead remains in service at this time. No additional adverse patient effects were reported.